Manufacturer narrative:
It is unclear if fraying occurred. Per the complaint owner, device sme; "peelback occurred which would cause the catheter tip to appear frayed". Investigation a complaint history and device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3109155. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n autoguard winged yel 24gax.56in is shearing. The following information was provided by the initial reporter: 'angio cath is shearing when being introduced to the patient.' Response received 23jan2024: no adverse effects on patient outcome, only that the infant had to be punctured more than once because we had to remove the defective angio. The plastic covering the needle peeled away like a banana peel. The catheter tip was frayed.